Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm on (B)(6) 2021. On (B)(6) 2021, the patient experienced a skin reaction with burning, redness, inflammation, and pustules. Prior to insertion he had used cavilon and inserted the sensor according to guidelines, disinfecting with alcohol. He had to remove the sensor early due to inaccurate continuous glucose monitor (cgm) values and when he removed the sensor, he noticed that there was a small infection at the insertion area and a little pus came out from the skin. He cleaned the area with alcohol and waited. He thought it would heal by itself, but 1.5 days later, the upper arm had become swollen and he had to go to the emergency department. The emergency doctor diagnosed a subcutaneous infection. The patient was given an intravenous antibiotic at the hospital and left 3.5 hours later. He also was treated with an oral antibiotic for two weeks. The medication names were not provided. At the time of the report the infection had healed and he was feeling okay. A photograph was provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.